Event description:
It was reported that during a embolization treatment procedure, a shaft break occurred. The lesion details are unknown. This 135 renegade hi flo catheter broke with the end of the catheter splitting. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).